Event description:
It was reported to medtronic neurosurgery by the pt that she had abdominal pain. According to the report, the tubing was pulling in her neck. The report stated that the pt had increased ventricular pressure.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of the valves are 100% tested at the time of manufacture.